Event description:
It was reported the device was difficult to remove. A 2.1 mm jetstream xc catheter was selected for an atherectomy procedure and drug coated balloon (dcb) intervention to treat in-stent restenosis in the distal superficial femoral artery (sfa). During the procedure, after the catheter was used in blades down and blades up modes, an attempt was made to rex the device out of the body. However, the guidewire was coming out with the catheter, making it difficult to remove the catheter. The catheter was able to be removed while holding the guidewire in place. The procedure was then completed with a different device of the same model. No patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination and microscopic inspection revealed no damages. Device to device interaction test was performed and a guidewire was able to pass through the device. The device was functionally tested while the guidewire was still inside and there were no issues. Inspection of the remainder of the device, revealed no damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported event, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported the device was difficult to remove. A 2.1 mm jetstream xc catheter was selected for an atherectomy procedure and drug coated balloon (dcb) intervention to treat in-stent restenosis in the distal superficial femoral artery (sfa). During the procedure, after the catheter was used in blades down and blades up modes, an attempt was made to rex the device out of the body. However, the guidewire was coming out with the catheter, making it difficult to remove the catheter. The catheter was able to be removed while holding the guidewire in place. The procedure was then completed with a different device of the same model. No patient complications were reported. Device evaluation by manufacturer" the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination and microscopic inspection revealed no damages. Device to device interaction test was performed and a guidewire was able to pass through the device. The device was functionally tested while the guidewire was still inside and there were no issues. Inspection of the remainder of the device, revealed no damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported event, which could not be confirmed because the clinical circumstances could not be replicated.